Manufacturer narrative:
Additional information was provided which indicated a qualified cartridge was used with a qualified handpiece. A qualified viscoelastic and a non-qualified viscoelastic were indicated as being used. Not enough information was provided to conduct a review on the cartridge lot. Additional information indicated to a failure to follow the directions for use (dfu). Account used a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and e-mail. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that is planning to be exchanged due to the patient feeling that the lens does not work for her and is unhappy with it. Additional information was received by the surgeon states the lens is to blame for the iatrogenic astigmatism and horrible blurriness.